Event description:
Pt with previously implanted defibrillator experienced defibrillator firing 10 x in the am. Pt was taken to hosp per ambulance and had pulse generator and ventricular lead replaced the next day. Defective equipment given to sales rep.